Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment results: the returned anchor l aiog was confirmed to be fractured upon visual inspection. The device is fractured at the shaft that connects with the aiog holder. The event led to a 10 minute delay and no other adverse consequences. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. A materials analysis indicates that the shaft of the aiog broke in ductile overload. No manufacturing defects were identified during the materials analysis. The surgical technique indicates that the cage should be impacted "gently" into the disc space using the aiog. It was reported that the surgeon was lightly malleting when the device fractured. The most likely cause of the reported event is an overload applied by the user. Conclusion: the most likely cause of the reported event is an overload applied by the user. However, the exact cause cannot be determined and is likely multifactorial in nature

Event description:
It was reported that 14mm anchor l all in one guide snapped off. Therefore the surgeon adjusted the approach to successfully complete the procedure.

Event description:
It was reported that 14mm anchor l all in one guide snapped off. Therefore the surgeon adjusted the approach to successfully complete the procedure.